Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient experienced infusion set was leaking near to reservoir on (B)(6)2025, which resulted in elevated blood glucose, therefore patient had received insulin pen. It was also reported that the patient changed the set and reservoir, and the blood glucose was stable now. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated leakage from connection of hub to the reservoir. The batch 6003384 in question was manufactured at the reynosa site. Complaint investigation test results: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Functional (leak test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6003384 was manufactured according to the wi version 45 manufactured in the machine multivac 12, on 18/sep/2023 with a total of (B)(4) units. Assembly DHR review: the lot 3j01641 was manufactured according to the wi version 26 manufactured in the line assembly quickset, on 11/sep/2023 with a total of (B)(4) units. The lot 3j01238 was manufactured according to the wi version 26 manufactured in the line assembly quickset, on 19/sep/2023 with a total of (B)(4) units. The lot 3j01237 was manufactured according to the wi version 26 manufactured in the line assembly quickset, on 18/sep/2023 with a total of (B)(4) units. Glue tubing DHR review: the lot 3j00248 was manufactured according to the wi version 39 manufactured in the machine gluing 04, on 08/sep/2023 with a total of (B)(4) units. The lot 3j02371 was manufactured according to the wi version 39 manufactured in the machine gluing 04-05-08, on 16/sep/2023 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jun/2025 against malfunction code evaluated leakage from connection of hub to the reservoir and lot 6003384 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.